Event description:
It was reported that when the tech booted up the neptune rover smoke came out of the bottom of the unit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician and failure analysis engineering assistant were able to confirm the reported event. The root cause was determined to be due to the transformer. The rover functioned properly after the transformer was replaced.

Event description:
It was reported that when the tech booted up the neptune rover smoke came out of the bottom of the unit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The neptune rover is being returned to stryker for evaluation. Additional information will be provided once the quality investigation is complete. The neptune rover is being returned to stryker for evaluation. Additional information will be provided once the quality investigation is complete.